Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of some damage/cut in one of the connectors. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the damaged connection and one of the other two. The tubing was removed from the damaged connection and it was not a crack, it is a cut along the length of the connection. Reason for return was confirmed. Outcome attributed to adverse event - other (micro air embolism with no reported treatment). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a 6031 intersept connector, the customer reported that there was a crack in the connector, causing air to be entrained in the ECMO circuit. The air was visibly entraining through the connector, and the cardiohelp bubble detector alarmed. The connector was being used to add an additional limb to ECMO circuit. They think the patient received micro air embolism. The patient subsequently expired. It was reported that the death was multifactorial but the customer doesn't attribute it to this incident. Additional information received reported that the customer did not notice a crack in the device before use.